Manufacturer narrative:
Manufacturers ref# (B)(4). Catalog# is unknown but referred to as cook celect-pt filter. Occupation: non-healthcare professional. (B)(4). Summary of investigational findings: the following allegations have been investigated: anxiety, occasional irritation on the right side of neck where ivc filter was initially implanted, stress, tilt, perforation, embedment, and difficult to remove. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect platinum filter on (B)(6) 2016". Additional information received on 20jun2019: "[pt] alleges tilt, vena cava perforation, embedment, stress, anxiety, occasional irritation on the right side of neck where ivc filter was initially implanted. On (B)(6) 2017 failed retrieval attempt and on (B)(6) 2017 another retrieval attempt was made". Patient outcome: it is alleged "stress, anxiety, occasional irritation on the right side of neck where ivc filter was initially implanted". Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Additional information: investigation. The investigation was reopened due to additional information provided. The following allegations have been investigated: anxiety, occasional irritation on the right side of neck where ivc filter was initially implanted, stress, tilt, perforation, embedment, difficult to remove, and irritation at implant site. The reported allegations have been further investigated based on the information provided to date. Rpn and lot# are unknown, however, the alleged celect-pt is manufactured and inspected according to 1006765mi (celect-pt mi), 1006766qc (celect-pt qc). Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety, occasional irritation on the right side of neck where ivc filter was initially implanted, and stress are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The additional information regarding the alleged irritation at implantation site does not change the previous investigation results. Catalog number is known, but the lot is unknown. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been provided at this time.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable, or unchanged.

Event description:
Patient allegedly received implant due to acute right lower extremity deep vein thrombosis as a result from a crush injury from a motor vein accident. Attempted unsuccessful retrieval performed on (B)(6) 2017 due to dvt resolved and [patient] not on anticoagulation anymore. Attempted retrieval performed on (B)(6) 2017 due to previous failed retrieval. Patient notes and further alleges to experience, "stress, anxiety, occasional irritation on the right side of neck where ivc filter was initially implanted". Dated (B)(6) 2016, operative note (implantation) details, "the left common femoral vein was cannulated and the delivery system was inserted. We then perform angiography of the inferior vena cava and identified the insertion site of the left renal vein into the ivc. Successful implantation of a retrievable ivc filter, cook medical select platinum." Dated (B)(6) 2016, abdominal CT details, "ivc filter tip is above the renal veins and legs of the filter extend into both renal veins. Recommend filter removal as soon as the patient no longer requires prevention of thromboemboli or can safely tolerate anticoagulation." Dated (B)(6) 2017, operative note (attempted retrieval) details, "following that we made multiple attempts to retrieve the filter using two kinds of snares however we will not able to snare the hook of the filter. It appears that it is probably endothelialized and that is the reason we cannot snare it. Thus we decided to terminate the procedure." Dated (B)(6) 2017, operative note (filter retrieval) details, "successful retrieval of filter from the inferior vena cava that was endothelialized within the ivc wall."